Event description:
The information provided to sjm indicated an angio-seal vip was selected for use and deployed in a reportedly suitable vessel with no calcification. The patient developed a large hematoma and compression was held for 20 minutes following deployment. Bleeding continued at the site and compression was held several times. A sand bag was also applied at the site. Hemostasis was achieved using an application of a surgicel hemostat.